Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse found faulty wash solution canister float switch assembly which cause the failure. Fse replaced the float switch assembly to resolve the issue. (B)(4). The instrument software version is 5.4.08.

Event description:
The customer reported observing reagent probe b leaking and getting "cuvette failing water blank" errors in unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer was wearing lab coat and gloves. There is no report of injury or exposure to the operator and no erroneous results were generated due to this event.